Manufacturer narrative:
The pump was received no button response due to a flattened esc and act button dome switch. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a scratched case. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticking on the insulin pump. Customer stated that the buttons don't respond. Customer was continually pressing the buttons to get them to work. Customer was advised by a nurse that there was something wrong with the pump. Customer stated that the act button was giving the most issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.